Event description:
The device was initially working properly. After a period of approximately 30 minutes, the device started to malfunction causing a decrease in arterial flow at which time the patient was cooled to 30 deg c from 36 deg c. During this time period all the blood gas results were within normal limits. Device showed improvement as cooling occurred and normal function occurred with no further malfunction noted. The perfusionist gave the device to the cobe representative in exchange for a new device.